Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was having trouble with her patient programmer (pp). Caller stated she was checking on her neurostimulator (ins) to see how charged it was and when she did she saw the informational power-on-reset (por) screen. It was reviewed with patient what por was and therapy has stopped due to the por. It was reviewed with the patient how to clear the por with the patient programmer. Clearing of the por was successful. Therapy was turned back on. Therapy was reported to be adequate. Patient redirected to follow up with healthcare provider to discuss the cause of por. Patient services reviewed that a low ins battery and electromagnetic interference (emi) are common causes of por but we cannot determine the root cause. No symptoms reported. No further complications were reported/anticipated.